Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of reported event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting, fse found that the internal battery of the flexvision pc was faulty. To resolve this issue, fse replaced the flexvision pc. The defective pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.